Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump stopped delivering insulin for approximately three days with repeated alert 38 motor stall messages, intermittent occlusion alerts, and inability to proceed with cartridge and tubing changes, resulting in failure to infuse; the patient¿s cgm showed a highest glucose of 401 mg/dl, and the patient reverted to subcutaneous insulin by pen while using a dexcom g7. Symptoms included hyperglycemia. Outcomes included an unexpected medical intervention in the form of medication administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.